Event description:
Related manufacturer reference number:1627487-2023-03489. It was reported that the patient was experiencing ineffective stimulation due to one lead migrating and the second lead had high impedances. Surgical intervention was undertaken and the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.